Event description:
The following device: plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in reportedly continued to leak an unspecified fluid/infusate. There was a patient involved in the complaint/event; however, there was no report of any human harm.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Manufacturer narrative:
Received one (1) used. List #142730490, plum 150 ml burette set for inspection, as received, no damage or anomalies noted. The set was leak tested and no leakage was observed. The set was attached to an ICU medical provided intravenous (IV) bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. No alarms generated. The complaint of leakage cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.